Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient involved in a clinical trial underwent a primary breast reconstruction surgery with implantation of a 415cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient underwent a procedure to remove her implants and capsules for an undisclosed reason on an undisclosed date. No further information was provided. Refer to manufacturing report number 1645337-2022-11913 for the contralateral event.

Manufacturer narrative:
On july 07, 2023, mentor received the following additional information. On (B)(6) 2019, the patient presented with right breast cellulitis, which resulted in bilateral medical device removal on (B)(6) 2019. The patient underwent the left breast implant removal for reconstruction purposes on (B)(6) 2019. This report is for the left breast device. The event was assessed as not associated to the adverse event, the device was removed as the next stage of reconstruction surgery and replaced with a mentor memory gel implant. Based on the information provided the event is deemed not reportable as not related to the adverse event. As per the aforementioned new information, the date of event and explantation were updated. Date of event: (B)(6) 2019. Date of explantation: (B)(6) 2019. As the even was deemed not reportable, no further reports will be sent regarding this device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2023, mentor received the following additional information. The patient underwent the left breast implant removal due to infection on contralateral side and desired symmetry. Since this adverse event required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).